Event description:
My husband was on the philips respironics CPAP for a couple years. He was diagnosed with stage 4 esophageal cancer in (B)(6) 2012 . He ultimately passed away in (B)(6) 2013. FDA safety report ID# (B)(4).